Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported an intermittent loss of capture upon magnet application. The device was reprogrammed and capture was obtained. The device remains implanted.